Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is 88mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. No keypad anomaly could be verified due to the physical damage. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.